Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a saccular 4.4 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as severely calcified iliac artery. The left iliac in particular was severely calcified. The physician modelled the left iliac limb with a reliant balloon however there was an area that was still very stenotic. The physician elected to implant another manufacturer's covered stent graft 10 x 38 in the left common iliac. The stenotic area was resolved. The physician stated that the cause of the stenosis was due to the patient's anatomy of calcified iliac arteries. No additional clinical sequelae were reported and the patient is fine.